Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, that a patient had to be admitted as the groshong PICC she had in place had allegedly, fractured and migrated into her venous system reportedly, was admitted for PICC to be removed by interventional radiology. It was reported, that the PICC had been a blind placement in. Acf and allegedly, repaired numerous times. Reported, it is not certain when the PICC was inserted or how long insitu.